Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A (B)(6) coordinator reported that a cutter did not work during a vitreoretinal surgery. Another pak was opened and the procedure was completed. Additional information has been requested. This is one of three reports being filed for the same issue. This report is for the event that occurred on (B)(6) 2015.

Manufacturer narrative:
A probe sample was received for evaluation. Visual evaluation of the returned sample indicate a visually conforming probe. Functional evaluation was performed and determined probe was deemed nonconforming because the cutter does not fully close. Aspiration was deemed conforming. The probe was disassembled and the components were inspected. There was no resistance felt when removing the inner cutter from the needle because the inner cutter pulled out of the coupling. The cutting edge had approximately 5 minutes of wear when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The final customer lot was identified. A device history record review for the lot was conducted. The product was released based on the manufacturer's acceptance criteria. The evaluation of the sample does confirmed that the probe had a quality issue that resulted in the reported complaint. The root cause for the failure was due to the separation of components within the probe. The wear on the inner cutter is an indication that the probe was initially working and subsequently failed after the cutter coupling adhesive released during surgery. (B)(4).